Manufacturer narrative:
(B)(4). Field service evaluated the unit, and could not duplicate the reported problem. He calibrated the touch screen, then checked it via extended system (est), and operational verification testing (ovp). The unit was meeting all manufacturer specifications.

Event description:
The customer reported a touch screen that was "freezing up." The unit was not on a patient at the time of the incident. Field service was requested to come and correct the problem.